Event description:
Unable to remove saline from bard manufactured foley balloon and was attempted several times. Physician notified and assessed situation at the pt's bedside. Foley was cut in order to try and remove from pt but still was unable to remove fluid with multiple attempts per the attending physicians comments. Eventually was able to advance catheter and the urine draining from the catheter was "clear/yellow". Catheter removed by physician with balloon still intact and with approximately 5ml of fluid remaining. Pt voiced concern regarding possible bleeding and pain with urination. (Pt complained of some discomfort) nurse who inserted foley was contacted; she stated no difficulty with insertion. Catheter inflated and deflated balloon prior to insertion and all appearances portrayed balloon to work properly prior to insertion.